Event description:
N/a

Event description:
It was reported that, during inspection the cs100 intra-aortic balloon pump (iabp) device showed that the battery needed maintenance and alarmed. The device was restarted and then charged but it still could not be turned on and used after disconnecting the ac power. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit cannot be used when ac power was disconnected, and was unable to charge the battery. The fse replaced the battery, and unit charged as normal. The unit passed all functional and safety tests and was handed back to customer in proper working condition.